Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG cannot be measured. The device was in use at the time of the event; however, there was no patient harm. The rse evaluated the device and determined an operations check needed to be ran. The rse guided the user to run the operation check by phone. The operation check was ran and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.